Event description:
It was reported that the customer was hospitalized with a high blood glucose of 553 mg/dl. Prior to the event, the customer had a blood glucose of 120 mg/dl, and later went up to 444 mg/dl. The customer removed the infusion set, and the cannula was bent. The customer went home, ate, checked his blood glucose again, and it was 553 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Further troubleshooting was not possible as there was no tubing clamp. Tubing clamp was sent to the customer, and was advised to call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.